Manufacturer narrative:
Patient weight and date of event are estimated. A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were replaced to address the issue.